Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml coaptite on (B)(6) 2009. The patient developed moderate urinary retention, which was detected after removal of the foley catheter one day post coaptite injection. The patient was treated with straight catheterization, urethral dilation and urecholine (25 mg). The catheter was removed on (B)(6) 2009; symptoms had resolved.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 9/30/2010. Since the adverse event required catheterization to correct urinary retention, this event was determined to be a reportable event. The device history records for coaptite lot 10132051 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.